Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm long bipolar grasper instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a .0170¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar forceps instrument tip needs evaluation. At the time of this report, is unknown how the procedure was completed or if the reported event had any impact on the patient.